Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event date is estimated.

Event description:
It was reported that the controller is showing replace generator soon message. It is unknown if the message was prematurely displayed. Surgical intervention may be taken at a later date to replace the deep brain stimulation (dbs) right implantable pulse generator (ipg).